Manufacturer narrative:
(B)(4). No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to a parity error. The device was tested on the bench as well as using automated testing equipment, and no anomaly was found. The cause of the parity error could not be determined. (B)(4).

Event description:
It was reported that no communication could be established with the device. The device was not used.